Event description:
Same case as MDR ID 2134265-2013-03758, MDR ID 2134265-2013-03760. It was reported that during percutaneous coronary intervention (pci), failure to pullback occurred. The physician used an ilab instl basic system 100 with a bsc coronary imaging catheter and assy sled pullback single pack md5 to image an unspecified vessel but unable to perform automatic pullback. Manual pullback was not attempted. They replaced the mdu with another of the same device and completed the procedure. It has been noted that no patient complications were reported and patient's condition is stable.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).